Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the event likely occurred due to the following mechanisms: 1) it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. 2) the slider was pushed too far, causing the knife wire to bend, and as a result, the wire coating came into contact with and rubbed against the metal part at the tip of the endoscope. The instructions for use warns the prevention method associated with the event: "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. - do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. When inserting or removing this product from an endoscope, pull the slider slightly and move the knife wire forward or backward while keeping it aligned with the curve of the tube. If the forceps base of the endoscope is moved forward or backward with the knife wire bent, the metal part of the forceps base may come into contact with the knife wire and scrape off the coating. Do not apply current to torn or damaged wire insulation when it is in contact with tissue. If current is applied to torn or damaged wire insulation when it is in contact with tissue, current may leak, leading to reduced output and unintended burns to tissue. If you feel that the wire is not sharp enough when energizing it, remove the product from the endoscope and check that the wire coating is not damaged, such as torn or scratched." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the single use 3-lumen sphincterotome v was inserted up to the nipple area, it was visible through the monitor and the insulation was peeling off so the device was removed. The issue occurred during a therapeutic endoscopic sphincterotomy (est) procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 (establishment name:):(B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.